Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. The detached heat sleeve surecuff was not returned for evaluation. At this time the mechanism of damage is undetermined. A lot history review (lhr) of revg0959 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had implanted a dialysis catheter via internal jugular vein on (B)(6), 2012. Check the tip position by x-ray. (B)(6), 2012 the catheter cuff was separated from the catheter.